Event description:
Keo placed on [date redacted] at 1800. Three days later at 0900, radiology called the nurse practitioner with a critical finding of the keo tube to be in discontinuity on chest x-ray. The few shifts prior, the patient¿s keo was noted to be clogged. This was an incidental finding on routine x-ray. The patient had her CABG (coronary artery bypass graft) x3 a prior month. She transferred to our step-down unit two weeks after surgery. She has struggled with swallowing and dysphagia; this is why she had a feeding tube placed. The feeding tube was removed by egd (esophagogastroduodenoscopy), she also received a peg (percutaneous endoscopic gastrostomy) feeding tube placement at that time as well. There was no harm to the patient.